Event description:
The lens was partially inserted but got stuck in the cartridge. The incision was enlarged. The intraocular lens (iol) was removed and replaced with a backup lens of the same model and diopter. Reportedly, there was no patient injury and the patient is doing well postop. Via follow-up the customer explained that it seems the lens might have been partially inserted in the eye and partially stuck in the cartridge but they don¿t have those details in the chart. No further information was provided.

Manufacturer narrative:
Additional information. Ethnicity: unknown/not provided. If implanted; give date: not applicable as the iol was not implanted. Explanted; give date: not applicable. The iol was partially inserted and then removed. (B)(4). The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted. Product has not been received..

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 14, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod advanced all of the way and with plunger rod tip damage. The cartridge tip presented with stretch marks, however they were within acceptable parameters. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issue. The iol was received loose in the folding carton and was cleaned, presenting with no issues. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted